Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 - reporter full address: 1 avenue claude vellefaux, m.ducorps - secteur gris porte 17. Device evaluation: one device was returned for investigation. Visual inspection found a damaged dso seal and a damaged lens. The error history log was downloaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Repaired dso seal and lens.

Event description:
It was reported that after preventative maintenance, device needed to be repaired. Patient involvement is unknown.